Manufacturer narrative:
(B)(4).

Event description:
Clinic representative contacted dexcom on (B)(6) 2015 on patient's behalf to report that the receiver displayed a firmware error on (B)(6) 2015. At the time of contact, no injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).